Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-011-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer had a memory problem, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the ippc had memory problem. A review of the system logfiles found an ippc memory problem. Upon troubleshooting actions, fse replaced dimm and performed system test. Due to manufacturing issues, the dimm may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.